Event description:
The customer reported that his glucose level continued increasing, and he was not getting a no delivery alarm. The blood glucose reading at time of call was 416mg/dl. The customer experienced dry mouth and sweating. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The customer stated that he is currently in the hospital for non diabetes related issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.